Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed, pump-stop, and driveline disconnect events can be confirmed based on the submitted log file. Throughout the captured data, numerous low speed and pump-stop events were captured while the patient was supported by the power module and batteries. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wire in the patient¿s driveline, however, a specific cause for the low speed and pump-stop events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020. Approximately 18¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. The silicone sleeve was removed, and the examination of the bionate revealed no evidence of damage. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, all alarms had resolved. The patient remained ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) until they underwent pump exchange on (B)(6) 2020, from hm ii (B)(6) to hm 3 (B)(6). Multiple requests for pump return were sent to the customer. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 17jul2017. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas instructions for use (IFU). Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number:2916596-2020-03775. It was reported that the patient came into hospital emergency department for an unrelated incident. Vad interrogation revealed multiple pump stopped, low flow, and driveline disconnect alarms. Patient stated he has not heard any alarms from his controller at home. Small area of damage noted to external portion of driveline. Xrays of entire length of driveline taken and patient placed on ungrounded cable for the time being. A log file review was requested. The data showed (8) pump stops (5) low speed advisories on (B)(6). Speed drops were as low as 0 rpm. These events are associated with driveline disconnects. The patient did not disconnect/reconnect his driveline from his controller. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on batteries and power module. In order to prevent further interruption in support technical services suggested it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. In order to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. The log captured increased power/flow events (many associated with pi events) during the ~11.5 day length of the file. Technical services observed low voltages on rsoc (relative state of charge) while the patient is tethered on patient cable (most often due to cable fatigue). A driveline repair for was scheduled for (B)(6) 2020. The x-rays received were unremarkable. Tech services scheduled driveline repair on (B)(6) 2020. It was reported that on 22jul2020 tech services arrived onsite for driveline evaluation/repair. Performed repair ~3" inches from the exit site. Perc lead replacement performed per op 1005966 rev f. After repair tethered patient on grounded pt. Cable without issue. Returned removed perc lead for evaluation. It was reported that the alarms have all resolved since the driveline repair. The patient is doing well. No symptoms or issues from a lvad standpoint. The plan of care is to treat the patient for the initial reason he came into the hospital and send him home in a couple of days. It was reported that the patient will utilize and was issued one unshielded patient cable for home use. It was reported through patient product that the patient underwent pump exchange on (B)(6) 2020, from hm ii (vad-20121) to hm 3 (mlp-022208).